Event description:
Customer was unable to provide info as to the issue with the alarm. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval of the returned unit found the battery door is missing, there is corrosion from battery leakage on the flat contacts and on the battery springs. Unit passes all functional tests. Note: instructions for use state: store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. If there is any evidence of battery leakage, remove the alarm from use and notify the appropriate facility authority. The alarm should be disposed of according to your facility disposal requirements. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).